Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A physician reported to rxsight that a light adjustable lens (lal, sn (B)(6), +22.0d) was tilted in the patient's eye after the primary cataract surgery on (B)(6), 2024. A secondary surgery was conducted on (B)(6), 2024, to reposition the lens; however, the lens was not able to be repositioned due to fibrosis. The lens was left in the eye as is. Rxsight's first awareness of this event was on 04/25/2024.